Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the patient. Reference (B)(4).

Event description:
Information received from the onyx davf (arteriovenous malformation) prospective registry. On (B)(6) 2014, the patient underwent onyx embolization. Aggravation of current thrombocytopenia occurred on the same date. The event was ongoing and considered related to the procedure, but no related to the onyx. The patient was given lovenox and arixtra as treatment. The patient¿s current condition as reported to be perfectly healthy.